Manufacturer narrative:
H4: device manufactured between october 19, 2022 to october 21, 2022. H10: the device was received for evaluation. Visual inspection on the sample via the naked eye noted fluid inside the housing which suggested leak. Functional leak testing was performed which revealed a leak coming out at one side of the bladder crimp. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code - 3112. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was further described as, ¿small amount of drug left in the bottom of the plastic chamber¿. The issue was identified at the hospital after use of the device. The device was filled with cefazolin 3000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.